Event description:
It was reported by the patient that they have experienced fluctuations in their heartrate since implant of the cardiac resynchronization therapy pacemaker (crt-p). The patient noted that when they came home after the implant procedure, they felt okay, and then felt great for a few days. However, the patient then stated they had a heart rate of thirty-nine beats per minute noted from a reading from the device even though the device's lower rate is set to seventy. The patient also noted that their heart rate has gotten as high as ninety. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.